Event description:
New information received notes that corrective changes were made to restore the telemetry function. No adverse patient consequences were reported.

Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that a patient presented with loss of bluetooth low energy telemetry noted on the patient's implantable cardioverter defibrillator. No intervention or patient consequences were reported.